Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad plunger clamp and tip clip in the reported problem area of the pipette assembly. The plunger clamp, lld contact spring, and tip retaining clip were replaced. The instrument was inspected, tested without further problem, and returned to service.